Manufacturer narrative:
Additional narrative: please note that the correct alert date is september 19, 2014 and has been entered of this medwatch report. The incorrect alert date of september 19, 2013 was inadvertently entered on the initial medwatch.

Event description:
It was reported that during engineering evaluation, it was observed that the motor device had an oil leak. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an oil leak. The assignable root cause as determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.